Event description:
A report was received that the patient was unable to charge her implantable pulse generator (ipg) due to the ipg orientation. The patient underwent a pocket revision. After the revision, the patient was reportedly doing well and no longer had charging issues.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. This is the final report.